Event description:
An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications

Event description:
A company representative reported that her dell x5 handheld was being non responsive. She was having to keep using the stylus to set the screen then it would keep beeping at her. She did a reset and it would resolve, but not for long would do it again and again. It was not a screen freeze, but a stylus issue it does not always work. The product has been returned for analysis and completion is pending.